Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the leadless implantable pulse generator (ipg), a pericardial and pleural effusion was noted on ultrasound and one of the tines of the device was poking through the anterior wall of the ventricle. The effusion was drained and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.